Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that the battery oscillator was heating up at the blade clamp during use was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that the device had insufficient/low power, moving parts of the device did not move smoothly, the locking mechanism was stiff/stuck, the device had corrosion/rusting/pitting, and fluid ingress. It was further determined that the device failed pretest for check quick coupling for saw blades, and check oscillation frequency with frequency meter. The assignable root cause of these conditions was determined to be traced to the user, which is user error.

Event description:
It was reported that the battery oscillator device was heating up at the blade clamp during use. It was not reported if the device was used in a surgical procedure. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2025. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.